Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right superficial femoral artery. A 5.0mm x 20mm x 135cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right superficial femoral artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a pinhole in the balloon 20mm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the balloon.